Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the patient presented to the emergency room after receiving a single shock from their implantable cardioverter defibrillator (ICD). Oversensing of t waves resulted in delivery of antitachycardia pacing (atp) which then initiated ventricular fibrillation (vt), causing the shock. Egm showed undersensing on the ventricular lead to delayed detection of vt and undersensing of vt post atp de- livery resulting in incorrect 'return to sinus' diagnosis.